Manufacturer narrative:
Pump was received intermittent button response due to corroded keypad traces. Pump passed displacement test, operating currents, selftest and off no power test. No battery out limit alarm. No ramping numbers anomaly noted. Pump received with scratched lcd window. Pump it received cracked case display window corner. Pump received with cracked battery tube threads. Pump received with cracked belt clip slot. Pump received with cracked reservoir tube lip. Pump received with scratched reservoir tube window. Pump received missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.